Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the high-resolution stereo viewer (hrsv). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted gastrectomy proximal surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the right image on the high resolution stereo viewer (hrsv) becoming blank. The reported complaint after the customer performed a power cycle and resetting the breaker. The procedure was converted to laparoscopic with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the high-resolution stereo viewer (hrsv) for failure analysis investigation. The hrsv was analyzed and no related errors were found in log reviews that could be associated with the reported event. Upon visual inspection, no issues were found that could be related to reported event. The unit was installed in a golden system, where the hrsv monitor displayed a solid black screen, replicating the reported issue. The complaint was confirmed by failure analysis. The probable root cause is attributed to lcd defect pertaining to the hrsv monitor.